Event description:
The customer reported hemoglobin (hgb) blank shift error messages from a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/16/2015. The fse inspected the hgb bath (chamber / cuvette) and it appeared cloudy. The fse replaced the hgb bath, and then ran reproducibility tests, daily checks, and controls, which were all within specification. The instrument was verified per established service procedures. (B)(4).